Manufacturer narrative:
Visual inspection confirmed the reported complaint. The drill was broken approximately 3.5 inches from the proximal end and was uncoiled at the break. The root cause is most likely related to running the drill in reverse. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the drill uncoiled and broke during an acl procedure. It was stated that the drill may have been accidentally run in reverse. The broken portion was removed with a grasper. A back-up drill was used to complete the procedure. No patient injury or complications were reported.